Event description:
It was reported that the patient experienced discomfort due to ipg rubbing the ribs. The patient underwent a revision procedure wherein the pocket site was relocated. The ipg was also replaced for device upgrade. The patient was doing well postoperatively. The explanted ipg was kept by the hospital and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.